Manufacturer narrative:
Following further review of the complaint call, a follow-up is being submitted to update the b5 problem statement and h6 with the appropriate medical device problem codes and component codes.

Event description:
It was reported by the patient that the pink slide did not move forward when the pod was activated, indicating a needle mechanism failure. It was further reported that the pod experienced a communication error, after which the patient received a ¿no active pod¿ message. The patient's blood glucose level rose to 376 mg/dl while wearing the pod for approximately 11 hours on the arm. The pod was removed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the pink slide did not move forward when the pod was activated, indicating a needle mechanism failure. It was also reported that the patient received a ¿no active pod¿ message. The pod was not worn. No impact on the patient¿s glucose level was reported.